Event description:
It was reported that during a laparoscopic nissen procedure that when the device was fired, the needle separated from the tip. It was recovered. The case was completed with another device of the same product code.

Manufacturer narrative:
Info anticipated, but unavailable at this time.